Event description:
The customer stated that a false positive alinity I toxo igg result of >200 iu/ml was generated for a patient sample [sid: (B)(6)] that tested negative using the diasorin liaison toxo igg method. Retesting on the alinity I generated a positive result of >200 iu/ml. Western blot testing was negative. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p45-32, that has a similar product distributed in the us, list number 07p45-45. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined no trend in complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false reactive results were obtained, showing that the lot generates the expected results. Based on the investigation, no deficiency for lot number 42074be00 was identified.